Event description:
Leica biosystems received a complaint regarding overprocessed, hard tissue. On (B)(6) 2017, leica biosystems received information from the laboratory that four (4) cases could not be diagnosed and those cases have been sent externally for consultation. Besides the patient initials, additional patient identifier information was requested by leica biosystems; however, on (B)(6) 2017 leica biosystems was notified that the patient identifier information previously provided was the only information the customer was comfortable providing. Refer to importer report numbers: 1423337-2017-00012, 1423337-2017-00013, 1423337-2017-00014 and 1423337-2017-00015 for the cases involved.